Manufacturer narrative:
Product event summary: analysis found that the programmer was unable to power on, so the power supply was replaced. The software was then upgraded. The programmer then passed final testing.

Event description:
It was reported that the power supply smoked and the programmer was unable to print. The programmer was returned for servicing. There was no patient involvement.